Event description:
It was reported that the ilet displayed a restart alert and was determined to require replacement, and the device was reported as not functional and no longer water resistant. Symptoms included no reported adverse clinical effects. Outcomes included the need for backup therapy due to questioned device functionality and shipment of a replacement unit. Investigation included remote troubleshooting with verification of shipping information and instructions to sync data, shut down the device, and return the device for evaluation. Investigation of this case revealed a suspected device malfunction consistent with a restart alert affecting the pump system. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of unclear root cause pending evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 41 was annunciated in the notifications menu after device was powered on. Dry lead screw runs were unsuccessful, an 'unable to proceed' screen would show when attempting to perform a leadscrew rewind. The device was opened for further investigation; the leadscrew was found broken.